Event description:
Boston scientific received info that the thresholds on this right ventricular lead were decreased. No adverse pt effects were reported. There was inquiry on remaining longevity of the device. Info suggests both products remain in-service. Should add'l info become available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Decreased thresholds, no reported intervention.